Event description:
New information noted that the right ventricular lead exhibited noise. No intervention was performed. Further information requested however was not provided.

Event description:
New information noted that the right ventricular lead exhibited oversensing noise. No intervention was performed.

Event description:
New information noted that the right ventricular lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited far field oversensing causing double count and caused the device to deliver inappropriate antitachycardia pacing. No intervention was performed. The patient was in stable condition.